Manufacturer narrative:
B3. Date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a blood leak from the IV admin set during use. There was a patient involvement and there were no additional adverse consequences. However, if the malfunction reoccurs it may lead to exposure of blood or medication to the patient and/or healthcare professionals, potentially posing a risk to patient safety and overall, health.